Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was not able to verify the reported issue. Ran functional checks and calibrations. Battery tests passed. Each battery tested for 1 hour and passed. The fse handed over equipment to customer in good working condition.

Event description:
It was reported that during use on a patient by the customer, the cardiosave intra-aortic balloon pump (iabp) shut off on patient when unplugged, batteries are not charging when unplugged. There was no harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that during use on a patient by the customer, the cardiosave intra-aortic balloon pump (iabp) shut off on patient when unplugged. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.